Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid circumflex artery. This was an acute myocardial infarction patient. The 3.5 x 12 mm multi-link 8 stent delivery system (sds) was advanced without issue for direct-stenting. The stent was successfully deployed at 12 atmospheres (atm); however, the balloon would not deflate after over 30 seconds. The multi-link 8 was attempted to be removed, but met resistance with the guiding catheter; therefore, the entire system was removed as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) - no pre-dilatation. Evaluation summary: the device was returned and the reported deflation difficulty could not be confirmed during the returned device testing. The reported resistance during catheter removal was most likely related to retracting the inflated balloon and could not be replicated in a testing environment. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Returned device testing does not indicate a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the lesion was not pre-dilated. It should be noted that the multi-link 8 instructions for use (IFU) instructs the user to pre-dilate the lesion. In this case, the IFU deviation did not appear to cause or contribute to the reported issue.